Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the rotation speed was unstable. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the rotation speed was not stable. The procedure was completed with another of the same device. No patient complications were reported.